Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances. Additionally, the patient¿s ipg was nearing end of life. As such, surgical intervention took place wherein the lead and ipg were explanted and replaced to address the issue. Reportedly, patient was implanted with abbott lead and competitor¿s ipg addressing the issue. Reportedly, adequate therapy was confirmed post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Corrected data: additional information was received indicating the patients lead was not explanted and remains implanted. Explant date removed.

Event description:
Additional information was received indicating the patients lead was not explanted and remains implanted.

Manufacturer narrative:
Corrected data: b5 unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
Information indicates the patient¿s lead was explanted and replaced to address the issue with high impedance.